Event description:
Patient reported capsular contracture baker grade iii against right device. Healthcare professional reported "capsular contracture, baker grade iii". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3 and h6.

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold: observed in the device. White particles observed in the surface of the device. Wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Patient reported capsular contracture baker grade iii against right device. Healthcare professional reported "capsular contracture, baker grade iii". The device has been explanted and replaced with a non-allergan device.